Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during a routine clinic visit, a review of the pt's historical pump data showed low speed operation events with speed drops below the auto low setting. The pt and her family reportedly did not recall any alarms occuring nor did they recall the pt's activity during the historical recorded alarm conditions. A transesophageal echocardiogram (tee) performed by the hospital showed the pt's aortic valve partially opening with every beat. Per the additional information provided to the manufacturer, the pt was hemolyzing and it had been a struggle to keep the pt's inr at a therapeutic level. Although there were no other clinical signs of hemolysis observed, the pt was admitted to the hospital for further evaluation. Log files were submitted tot he manufacturer for analysis and x-rays of the driveline were taken to rule out an issue with the percutaneous lead.

Manufacturer narrative:
The pt subsequently received a heart transplant; unrelated to the observed clinical symptoms. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.